Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a gi retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the ercp procedure, the physician inserted the balloon down the endoscope; however, he felt resistance and pulled the device back out of the endoscope, and the tip of the retrieval balloon broke off outside the patient. The procedure was completed with another manufacturer's device without complications. The patient was reported to be "fine" post procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.